Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he saw the lightning bolt but was not feeling stimulation. The patient had turned up the stimulation a good bit and was still not feeling stimulation. It was noted that the patient was on group a, with the lightning bolt and adaptive stimulation was on. Troubleshooting had the patient switch to group b which was set at 3.8 and increase to 5.2 where the patient would normally feel stimulation. The patient mentioned the programmer went off so they turned it back on and found the lightning bolt was gone but the a was still showing in the corner. The patient explained that they were still on group b and when asked if they used the middle stimulation off button on the programmer the patient stated they must have turned the implant off. The patient turned the implant on and saw the screen indicating they turned adaptive stimulation off. There were no traumas, falls or activities related to the current issue. Troubleshooting reviewed screen meaning and button use and that a different screen would be seen if the implant was low or depleted. The indication for use was spinal pain. Additional information received from the consumer reported that the circumstances that lead to the no stimulation included that it was time to replace the complete unit and battery. The patient was having the device replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.